Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose. The caller stated that his infusion set was occluded. The blood glucose reading at time of call was 400 mg/dl. Troubleshooting was performed, and insulin volume was correct. Assisted the customer to run a fixed prime test and the insulin did not exit, and the insulin pump alarmed no delivery. Advised the customer to remove the reservoir from the insulin pump and verified that the insulin was clear. Instructed the customer to put the plunger back and to push the insulin out. The caller stated that the insulin did exit easily. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.